Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-04955. Related manufacturer reference number: 2938836-2019-04956. It was reported that the system was explanted due to pocket erosion and infection.